Manufacturer narrative:
The supplier investigation of the returned cutters confirmed the needles were severely bent and would not cut, most likely due to the bent needles. The needles were returned in damaged condition and the cause of the bent needle cannot be determined. We will continue to monitor for the reported complaint. The investigation is complete. See related 0001920664-2021-00161.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed and found to be acceptable. The complaint review shows no trends for the reported complaint. The product was returned and evaluated. A used 25ga vit cutter was returned loose in bubble wrap with a tyvek label, and without the original packaging. The tip protector is not on the cutter and is missing. Visual inspection showed there is dried solution visible in the tubing and the back cap is aligned correctly with the vent hole in the side of the cutter body. The cutter needle a is bent at a 45° angle. The cutter could not be tested due to the damage to the needle. The product has been returned to the the supplier for further investigation. The investigation is ongoing. See related 0001920664-2021-00161.

Manufacturer narrative:
The product has not been returned for evaluation. The investigation is ongoing. See related 0001920664-2021-00161.

Event description:
A user facility reported that two vitrectomy cutters in two separate packs were not functional - one was sluggish and the other didn''t work at all. The user believes, but cannot confirm that aspiration continued when this occurred. It was reported that there was no patient impact.